Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 was failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-98510. Please disregard this report and refer to MFR. Report number 2016493-2025-98528.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 was failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.